Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Device evaluation identified that there was a short in the ECG pcb. The ECG pcb was refurbished. The circuit boards were inspected, the device was cleaned and tested on a simulator. The root cause was determined to be that the short in the ECG pcb caused the device to lose power. It was undetermined how the short occurred. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the unit was showing signs of overheating. New batteries were inserted and were working fine at first; however, the batteries would become fried. There was no report of patient harm. It is unknown if there was patient involvement. No additional information is available.